Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating that the stent was secure on the balloon. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found the inner shaft was stretched and damaged. A 0.14¿ guidewire was unable to pass through the lumen due to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 8 synergy ii drug-eluting stent, the device was inserted but failed to pass through a tuohy-borst adapter and was banging against it. The stent was observed and was noted to be loose on the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 8 synergy ii drug-eluting stent, the device was inserted but failed to pass through a tuohy-borst adapter and was banging against it. The stent was observed and was noted to be loose on the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.